Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00589. It was reported that during an ipg replacement (related manufacturer reference number: 3006705815-2019-04770) a lead was displaying high impedances. In turn, the lead was explanted and replaced to address the issue. Therapy was restored postoperatively. Note: all of the patient's leads are being reported because it is unknown which lead is liable.